Event description:
It was reported that the pulse generator could not be interrogated. In 2009, measured data was 2.66v, 14 ua and 9.7 kohms with an estimated remaining longevity of five months. The pulse generator was explanted and replaced.

Manufacturer narrative:
Na